Manufacturer narrative:
This event was initially assessed as patient injury due to delayed healing; however, it has now been reported that this delayed healing resolved without any additional medical treatment or intervention and therefore this event is being reassessed as no patient injury and therefore not a MDR reportable event.

Event description:
It was reported that the patient has not received any treatment for the delay in healing.

Manufacturer narrative:
(B)(4). Medical product: persona cr standard femoral, catalog: 42502607001, lot: 63946139; persona cr articular surface, catalog: 42511000612, lot: 63058078; persona all poly patella, catalog: 42540000035, lot: 63984295. Unknown refobacin cement. The product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00227, 0002648920-2019-00577, 0002648920-2019-00578.

Event description:
It was reported that a patient was experiencing wound dehiscence one month post knee arthroplasty. No additional information is available at this time.